Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. Optical fibers 1-3 met specifications for optical properties and contact force was displayed when the returned device was connected to the tactisys unit, with no error messages noted. The magnetic sensor, both thermocouples, and electrodes 1-4 met specifications during electrical testing with no open or short circuits detected. In addition, the device met specifications during temperature testing, occlusion testing, leak testing, and flow testing. The catheter shaft deflected in both directions when the steering mechanism was actuated and met specifications for curve shape. The tactisys log files were analyzed and indicated that the tacticath se catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Force measurements were recorded during ablation that exceeded the recommended values in the tacticath se contact force ablation catheter instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an atrial fibrillation procedure, a pericardial effusion occurred. While trying to isolate the left atrial appendage with the ablation catheter, the patient became hypotensive and 1cm pericardial effusion was confirmed via ice. Protamine was administered, the catheters were removed, and pericardiocentesis was performed which stabilized the patient. The physician stated that he may have perforated the left atrial appendage with the ablation catheter when trying to isolate it.